Manufacturer narrative:
One level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that the tank cover was cracked, the pcb and power switch were outdated, and that the enclosure and line cord were worn/damaged. Functional testing found that the device had failed the hypot electrical test. The device failed this test because the connection between the power switch and pcb was damaged. This damage was attributed to the user. A user interface issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed the leakage test. No patient injury or complications were reported in relation to this event.